Manufacturer narrative:
Section d4,10: additional information section h3,4: additional information manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(4). Confirmed driveline wire damage. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. Beginning on (B)(6) 2019 at 11:49:10, the pump begins to struggle to maintain the fixed speed and multiple pump stoppage events with associated low speed/flow hazard alarms were captured. These events occur while the patient is connected to battery power. Additionally, the log file captured low speed events while the patient was connected to the power module between 13:39:57-13:39:59 on (B)(6) 2019 due to the motor stop command button being activated. No other atypical alarms or events were captured. The pump was returned assembled. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) and the apical sewing ring were not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were not returned. Evaluation of the outlet elbow revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 1¿ from the pump housing. A distal segment adjacent to the metal connector measuring approximately 26¿ was also returned. Clear tape was wrapped around the distal segment of the driveline from approximately 8¿ to 12¿ from the metal connector. An electrical continuity test of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The clear bionate layers showed no evidence of damage. Areas of metal braided shield breakdown were observed approximately 0.5¿, 3¿, and 25¿ from the metal connector. Visual and microscopic inspection of the underlying wires revealed a breach in the yellow wire approximately 25¿ from the metal connector which exposed the metal conductors within. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and an additional breach in the insulation of the red wire was observed approximately 25¿ from the metal connector. The damage to both wires¿ insulations appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield. The red wire represents one of the two redundant wires that comprise phase 3 while the yellow wire represents one of the two redundant wires that comprise phase 1 of the three-phase motor. If the exposed conductors of either of the compromised wires contacted the metal braided shield while the system was operating on a tethered power source, the resulting electrical short to ground could have caused low speed/pump stoppage events while the patient was connected to the power module. Also, if the exposed conductors of both compromised wires made direct contact with each other or simultaneous contact with the metal braided shield while the system was supported by an untethered power source (such as batteries), the resulting phase to phase short would have caused the low speed/pump stoppage events captured in the submitted log file. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 6 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that log files were sent for review by vad coordinator (B)(6). Log file analysis observed low speed operation and pump stops while attached to batteries and power module. These events were noted to be caused by a phase to phase short issue with the percutaneous lead. It was recommended to immobilize the percutaneous lead to prevent any further interruption in support. X-rays were requested of entire percutaneous lead. Initial and additional percutaneous lead x-ray images were reported to be unremarkable. It was reported that the patient was syncopal when the pump was off. Patient was transferred from the emergency room to the intensive care unit preoperative with guarded condition. It was planned to start dobutamine if the pump stopped without the ability to turn back on. Percutaneous lead repair was cancelled per hospital as all signs were indicating phase to phase was internal versus external of the exit site. The patient underwent a heartmate ii lvad pump replacement on (B)(6) 2019.